Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of equipment replacement was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the bd fse under wo (B)(4). Burn marks were detected on the tower ballast. The fse inspected the station and found that the ballast for the fluorescent lights had failed. The fse removed the ballast and checked all electrical wiring. The fse thoroughly inspected the rest of the machine before powering up the station. No other damage was found. The fse powered up the station, logged into cfn admin, and navigated to the network settings. The fse checked the network adapters to confirm that no damage had occurred to the com sled. The fse tested the station and successfully connected it to the network. The fse informed customer that a replacement ballast was ordered. Under wo (B)(4), the field service engineer (fse) removed the fluorescent ballast assembly and replaced it with a new assembly. The fse turned the light switch on to confirm proper operation. During dchu visual inspection: p/n 355718-01: the part was received with thermal damage on the ballast, but no missing components, signs of fluid ingress or physical damage. During dchu testing: p/n 355718-01: since thermal damage was detected upon visual inspection, no testing was performed on the ballast. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported complaint was a faulty ballast that was replaced.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the light bulb assembly required replacement. As part of the investigation, it was determined that there was thermal damage to the ballast. There were no adverse events or injuries reported based on this event.